Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report motor error alarms. The displacement test was performed and the insulin pump continued to push the reservoir forward. Nothing further was reported.